Event description:
It was reported that this patient was experiencing bradycardia and is concerned about the implanted cardiac resynchronization therapy defibrillator (crt-d). The physician will review all information. The device remains in service. No adverse patient effects were reported.